Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient has been experiencing erratic blood glucose (bg), as low as 65 mg/dl and as high as 400 mg/l. Specific dates for the bg excursions were not given. The reporter stated that the patient has not experienced signs or symptoms of hypoglycemia, but does experience increased thirst and increased urination with elevated bgs. The reporter stated that the low bgs have been treated with food, and the elevated bgs have been treated with insulin injections. The reporter stated that the patient is very active and they have been working with the patient's healthcare provider on settings adjustments. She also noted that the patient recently started using a new infusion set and seems to be getting better absorption. The pump was not available for troubleshooting, and there has been no further reported incident. The reported low bg does not meet the definition of a serious injury. This complaint is being reported because of the patient's alleged hyperglycemic event(s) while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:a review of the pump histories indicated that the last bolus delivery occurred on (B)(6) 2012 and the last basal delivery occurred on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.